Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced difficulty mobilizing peg tube daily, and reported a little bit of blood comes out when mobilizing the tube. On (B)(6) 2020, the patient underwent an exploratory gastroscopy and confirmed the presence of a buried bumper and a knot at the tip of the internal tube. The j-tube was replaced and the patient is scheduled to have surgical intervention to resolve buried bumper.

Event description:
On unknown dates, the patient experienced a burning sensation in the abdomen, abdominal pain, redness and erythema at the stoma site. On (B)(6) 2021 the patient was diagnosed with a stoma site infection, secondary to previously reported buried bumper. On (B)(6) 2021 the patient started treatment with oral antibiotics, augmentin every eight hours for one week. On (B)(6) 2021, it was reported that stoma site pain, redness, and erythema have resolved.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.